Event description:
It was reported that during a rotational atherectomy treatment procedure, removal difficulties were encountered. The target lesion was located in the severely calcified distal left anterior descending artery. A non bsc stent was previously implanted in the proximal lad on an unknown date. Rotational atherectomy was successfully performed in the distal lad utilizing the 1.5mm rotalink burr. While withdrawing the burr, the distal portion became stuck on the non bsc stent and they "twisted together". It was further noted that the physician did not rotate the burr during removal. The physician withdrew the burr and the stent together to the radial artery. Surgery was performed to remove the burr and the stent. The procedure was completed with the implantation of two non bsc stents. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed the handshake connection of the catheter unit was under the catheter body. While attempting to retrieve the catheter handshake connection, it was noted to be jammed in the catheter sheath. The catheter sheath was cut open and the catheter handshake connection was retrieved and attached to a test advancer unit without any issues. The burr was microscopically examined; there was no damage or issues with the diamond coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, removal difficulties were encountered. The target lesion was located in the severely calcified distal left anterior descending artery. A non bsc stent was previously implanted in the proximal lad on an unknown date. Rotational atherectomy was successfully performed in the distal lad utilizing the 1.5mm rotalink burr. While withdrawing the burr, the distal portion became stuck on the non bsc stent and they "twisted together". It was further noted that the physician did not rotate the burr during removal. The physician withdrew the burr and the stent together to the radial artery. Surgery was performed to remove the burr and the stent. The procedure was completed with the implantation of two non bsc stents. There were no additional patient complications reported and the patient's status is stable.